Event description:
It was reported that the right ventricular lead had an increase to a high impedance and high thresholds. The lead remains in use, but a lead replacement is being planned. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had an increase to high impedance and high thresholds. The lead remains in use, but a lead replacement is being planned. No patient complications have been reported as a result of this event. It was later reported that a patient alert had triggered for the oversensing and high impedance. The lead was capped and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance, (B)(6) - patient alerts for rv.pace lead z > 3000 ohms between (B)(6) 2009 03:00:02 and (B)(6) 2009 03:00:02. The weekly pace measurement log data showed gradual impedance increase for min and max v.pace = 6752 to 13682 ohms range between (B)(6) 2010 and (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance, with 4 - patient alerts for rv. Pace lead z > 3000 ohms between (B)(6) 2009 03:00:02 and (B)(6) 2009 03:00:02. The weekly pace measurement log data showed gradual impedance increase for min and max v.pace = 6752 to 13682 ohms range between (B)(6) 2010 and (B)(6) 2011.